Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported that the customer's spouse called and stated that the insulin pump alarmed failed selftest. It was stated that the insulin pump was out of warranty and the customer was hesitant about getting a replacement. The phone call was disconnected before they could be transferred for assistance. The customer was called back but could not be reached.